Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's quik combo connector to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation physio found that the device would not recognize defibrillation pads. In this state the device would not be able to deliver defibrillation therapy if needed.